Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during preparation for an impella implant, a controller error appeared on the automated impella controller (aic). The aic was replaced in response to the failure. There was no report or indication of patient harm or delay in therapy.

Manufacturer narrative:
The investigation for the console (aic) controller error-yellow alarm has been completed. Console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) and controller error (optical bench ambient pressure out of range) [optical pump connected] - alarm issued triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. Voltage from the pbm at connector (j3) was 4.95v. The voltage on the optical bench lamp connector (p4) was 4.87v, and the lamp power was 3.66uw. Visible light was detected from the optical pump connector in the console, and "5s" parameter testing confirmed that the optical system was within specification. The controller error was most likely due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data) and controller error (optical bench ambient pressure out of range) [optical pump connected] - alarm issued" was most likely to be a firmware issue.added h6 impact code 4629